Manufacturer narrative:
Hakim valve (ID 303198) was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the possible root cause for the issue reported by the customer could be due to the stator dislodges due to galvanic corrosion or stator dislodges due to hard knock. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a hakim valve (ID 823100) was implanted via ventriculoperitoneal (v-p) shunt with unknown setting 30 years ago. The patient presented with a headache and revision surgery was performed on (B)(6) 2023. The removed catheter was worn out, and the shunt system was suspected to be broken. The patient was fine after the revision surgery.